Manufacturer narrative:
This is 1 of 5 reports. The subject device is not available.

Event description:
It was reported that during the procedure, friction was felt while advancing the guidewire through the subject microcatheter. Physician suspected that there was inner coating problem. There were no consequences reported to the patient due to the event.

Event description:
It was reported that during the procedure, friction was felt while advancing the guidewire through the subject microcatheter. Physician suspected that there was inner coating problem. There were no consequences reported to the patient due to the event.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the device revealed that the catheter shaft was found flat/crushed at the distal tip. The catheter was flushed with no difficulty. The patency mandrel was advanced through the catheter. Friction was encountered when the mandrel was passing the flat part of the lumen. No anomalies were noted to the ptfe lining. The catheter was found flat/crushed which most likely was due to some procedural/anatomical factors encountered during use and led to the reported and analyzed friction. However, review (visual, physical, and/or performance testing) of the returned device showed no evidence of reported catheter polytetrafluoroethylene (ptfe) peeling coating issue. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.